Event description:
It was reported, the patient is experiencing a surge in stimulation when he touches the ipg site following a lead revision surgery. The stimulation becomes really strong and goes down both legs. The patient's physician attempted to recreate the sensation by touching the ipg site and the patient did feel the surge a few times. He has recommended for the patient to wait it out to see if the issue resolves. He will refer the patient out for a pocket revision if the issue persists.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.